Event description:
As reported, physician inserted vascular closure device as normal. When pulled back the unit did not tension down and pulled straight out the leg. We maintained wire access, got a new unit, closed as normal with a perfect deployment and hemostasis. Additional information stated that the unit tube was very tight and would not comfortably insert into the sheath. The physician significantly forced it in, there was slight kink of the tube as we saw it kink and finally insert locking the two pieces together. He pulled back the lever deploying the foot plate and the whole unit just pulled straight out of the leg. No tension no colors nothing. The footplate didn't appear to deploy correctly and did not grab the interior of the artery.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
One unit of manta was returned for evaluation. The manta was locked into the sheath. Blood particulates were noted on the unit. The unit was decontaminated and inspected. The lever of the manta was engaged. Components( collagen, anchor and lock) were pushed out of the lumen. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 14f manta was planned for closure in the left common femoral artery. Access was gained utilizing micropuncture and ultrasound. No issues were encountered advancing or withdrawing the procedural sheaths. The arteriotomy was 8.0mm, small amount of medial calcification distal to the access, with a depth measurement of 6cm. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered difficulty advancing the bypass tube. The physician significantly forced the bypass tube in, seen the delivery tube become kinked, continued to insert, and was able to lock the handle into the sheath hub. While actuating the lever arm, deploying, and releasing the anchor, the physician did not feel any tension, did not see any color indicator in the tension gauge window, and the manta closure device pulled completely out. The anchor appeared to have been deployed correctly but did not attach to the interior of the artery. The physician was able to maintain wire access, opened a second 14f manta closure device, and deployed without complication, closing the access, achieving hemostasis. The root cause of the complete pull out is possibly due to damage that occurred to the closure device when excessive force was applied, kinking the delivery tube which likely lodged the blue lock advancement tube, interfering the tension gauge and not allowing the collagen plug to deploy properly. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Push the bypass tube into the sheath hub and observe that the bypass tube is completely inserted. Note that the device must be upright with orientation markers visible and facing upward. Advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device.